Manufacturer narrative:
Correction: the initial reporter's phone number in section e has been updated/corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
No new information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that they were in a lot of pain since they fell a few months ago; pt added that they were starting to fall due to their pain. Pt thinks that they need reprogramming because when they try to increase their stimulation, it does not help with their pain. Pt said the device was working fine before they fell. Pt commented that the 'wires' may have moved somehow when they fell; pt also commented that they 'feel it coming out on their spine'. Pt said that they need a manufacturer representative (rep) to contact them. Agent sent request to manufacturer representative (rep) in the area to contact the pt.